Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown; no information has been provided to date.

Event description:
It was reported that the pump displayed a downstream occlusion alarm. There was patient involvement, and no harm reported.